Manufacturer narrative:
Age/date of birth: exact age not provided, mean age 55.4 years (range: 18-85). Date of event: unknown, not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, not provided. If explanted, give date: unknown, not provided. Phone: unknown, information not provided. The devices were not returned for analysis. The serial numbers for the devices were not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). Citation: jacobs, sarah m., md; mudumbai, raghu c., md; amadi, a.j., md (2018). Lacrimal gland changes on orbital imaging after glaucoma drainage implant surgery. J ophthalmic vis res 2018, 13(3), pp219-223. A copy of the article is attached. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Article: lacrimal gland changes on orbital imaging after glaucoma drainage implant surgery. The publication reports 5 complaints overall: 2 dry eye worsening, 1 intermittent diplopia, 1 apisodic orbital pain and 1 gdi (glaucoma drainage implant) explant; however, there was not information supporting to which particular device was implanted in the eyes experiencing these events. A copy of the article is provided with this report.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.